Event description:
Customer reported at approximately 1:15pm, a nurse programmed an infusion of d5 0.45 sodium chloride at 100ml/hr, vtbi of 650mls. A liter bag was hung. Approximately an hour later, the nurse went back into the room to check on the patient and found that the IV bag was much lower than expected. Nurse saw the drops in the drip chamber going very fast and then stopping and then going very fast again. Two other nurses verified the same thing. Devices and tubing were sent to biomed, who was unable to replicate the report. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.